Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula tla. According to the information provided, a technician had incorrectly synchronized a specimen to a different patient. During the investigation, the issue was escalated to the global service team (gst). Gst was unable to reproduce the issue. Research and development (r&d) also was unable to reproduce the issue despite multiple attempts. The proposal was to monitor the situation at the customer site and quickly re-open the investigation if the problem reoccurred. The local field service engineer (fse) monitored the system for several weeks and reported that the problem was no longer seen. Based on the investigation, this case has been assessed as confirmed for a bd quality issue. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It was reported that while using bd kiestra¿ inoqula+¿ tla, a specimen was synced to the incorrect patient. There was one occurrence. There was no patient impact. The following information was provided by the initial reporter: "a tech wrongly synced a specimen to different patient from the cerner. Customer said she entered an acc# in reading ¿ hit enter like normal. She cleared out the cerner mre screen, unclicked the screen sync, but didn¿t do anything different in rb. She navigated to batch reporting and noticed that the acc# that was previously up, did not go away in the top right corner. Escalating to see if this acc# being in the top right corner while the batch reporting screen is opened affected culture mb230067983. Audit log show a stool culture (not intended for batch reporting) being released as a batch report."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd kiestra¿ inoqula+¿ tla, a specimen was synced to the incorrect patient. There was one occurrence. There was no patient impact. The following information was provided by the initial reporter: "a tech wrongly synced a specimen to different patient from the cerner. Customer said she entered an acc# in reading ¿ hit enter like normal. She cleared out the cerner mre screen, unclicked the screen sync, but didn¿t do anything different in rb. She navigated to batch reporting and noticed that the acc# that was previously up, did not go away in the top right corner. Escalating to see if this acc# being in the top right corner while the batch reporting screen is opened affected culture mb230067983. Audit log show a stool culture (not intended for batch reporting) being released as a batch report."